Event description:
It was reported that there was "wear and tear" on the pump screen, causing issues to the sensitivity of the screen to touch inputs. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.